Event description:
It was reported that this right ventricular lead was surgically abandoned due to high out of range shock impedance measurements, this was likely attributed to calcification. Another lead was implanted instead. This lead is not expected to be returned. No further adverse patient effects were reported.